Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implant process, the intraocular lens (iol), model pcb00, that the open distal loop was in an advanced position at the moment of the insertion and slightly out of its cartridge. For this reason, the physician was constrained to more complicated proceedings. The proximal loop was twisted with a final opening in the direction of the endothelium. An incision enlargement was required. The incision enlargement was 0.2mm because the first part of the loop was outside the injector (this happens when the first loop comes out in straight position instead of in curved position). No sutures were needed. A couple of minutes delay in the surgery was reported. The lens was implanted and no patient injury was reported. The problem was about the injector not about the lens. The patient had no injury at all. The injectors did not work right but in the end the lens was ok.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.